Manufacturer narrative:
(B)(6). PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs), they captured a 0.8-0.9 mm stone with a ncircle tipless stone extractor and discovered it was to large to remove. They attempted to release the stone, but the basket would not open any more and the stone could not be released. They cut the basket outside the patient, close to the handle, went in with a laser and broke the stone up that was still inside the basket and they were able to remove the device. They used another basket to retrieve the stones. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. Only the device handle was returned, the fittings were not returned. The device history record review could not be performed as the lot number of the complaint device was not provided. A search of complaint records for the complaint device lot was unable to be performed as the lot number of the device was not provided. As found in the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging. The complaint device as returned was only the handle. The sheath and basket subassembly was not attached to the handle and was not returned. The event information states the device was cut by the user after the basket failed to open enough to release the stone. The condition of the returned device prevented a determination of what damage was caused by the user and what may have occurred during use. Based on information available the cause for the reported issue cannot be determined. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.